Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified. It is likely the result of insufficient reprocessing; however, the most probable cause for the malfunction is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had foreign objects in the air/water nozzle and air/water c-cover. There was no patient involvement.